Event description:
A misfiring of an erbe probe during an upper endoscopy procedure occurred. The device fired correctly on the initial activation. On the second activation, it fired out the side of the blue covering. A spark was witnessed, but did not make contact with the patient.